Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
Withdrawal symptoms were reported. The patient experienced severe pain and numbness in arms; nausea, diaphoresis, hypertension and agitation secondary to narcotic withdrawal. The catheter found to be disconnected from pump. On (B)(6), diagnostic methods included the patient reported severe pain and numbness in arms and hypertension. The patient was in and out of the hospital for last three weeks related to hypertension. On (B)(6)-2014, examination results were nausea, diaphoresis, hypertension and agitation secondary to narcotic withdrawal. Also inability to aspirate fluid with results there appeared to be a ¿blick¿ kink or disconnect of the catheter somewhere in the intrathecal pump system. Surgical observation on (B)(6)-2014 revealed it appeared that the sutureless connector pin had failed and the catheter was not completely. Examination results on (B)(6)-2014, blood pressure controlled, nausea and breakthrough pain. The etiology was indicated as related to device or therapy. Interventions included medication adjustment, blood pressure regimen on (B)(6)-2014 and device surgical revision, the catheter spliced, pump segment revision (B)(6)-2014. Also medication adjustment on (B)(6)-2014, norco 10mg po q6h prn x14 days for breakthrough pain and phenergan 25 mg po q4h prn x10 tabs for nausea. The severity was indicated as moderate and resulted in in-patient or prolonged hospitalization. The event was ongoing. The pump was used to deliver morphine and bupivacaine. Additional information later reported medication adjustment on (B)(6)-2014 continue norco tab 10/325mg po qid for 3 days and reprogram ming/refill/bolus, increase rate and reinitiate ptm device. Examination results on (B)(6)-2014 indicated the nausea, agitation, sweating, and hypertension have resolved. The outcome was noted as resolved without sequelae (B)(6)-2014.